Manufacturer narrative:
This device is not expected to be returned at this time, however analysis is not needed. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was explanted due to infection. This system was replaced the same day. No additional adverse patient effects were reported.